Event description:
It was reported that during a data review from this implantable cardioverter defibrillator (ICD), boston scientific technical services observed that there were several instances of ventricular pacing inducing ventricular tachycardia (vt). It was recommended to disable to the atrial-ventricular (av) search feature to prevent further vt induction. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.